Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch verio 2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred around the beginning of september. The patient manages her diabetes with insulin (no adjustments). She denied that she made any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that on an unspecified time after the alleged product issue began she developed symptoms of ¿sweating¿. The patient denied that she received any treatment for her symptoms. At the time of troubleshooting the cca noted that after walking the patient through a retest, the issue was resolved. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly suffered symptoms suggestive of lfs¿ criteria of severe hypoglycemia after the alleged product issue began.